Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between the plastic was cover and distal end caused by stress of repeated use, external factors or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the elevator channel plug was loose. Also, evaluation found that water tightness was lost due to a dent on the distal end, the play of the up/down knob was out of the standard value due to wear of the angle wire, the bending section cover adhesive was chipped, the adhesive around the light guide lens was peeled, the paint on the suction cylinder was peeled, the electrical connector was discolored due to water leakage, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the forceps lifting cleaning mouthpiece of the evis lucera duodenovideoscope was loose. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a gap between the plastic cover and distal end. The report is being submitted due to gap between the cover and distal end found during evaluation.